Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive, power switch, and cable from the isd-pc2 pcb were evaluated and replaced. Software and configuration files were re-loaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system shut down without command. There are no reports of pt injury or death associated with this event.